Event description:
The account alleged the nurse call did not function. No patient impact.

Manufacturer narrative:
The technician replaced the universal television junction box power control board assembly to resolve the issue.